Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer regarding a patient's implanted pump which was used to deliver an unknown drug. The indication for use was intractable spasticity. It was reported that the pump was removed in (B)(6) 2014. Further information was reported by a healthcare professional which indicated that the pump was removed due to an infection in (B)(6) 2014. Further follow up was done to determine drug information, the patient's medical history, event date, date of explant, if any diagnostics had been performed, and if the infection had resolved.